Event description:
- -

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed the entire lead was returned. The lead body was twisted, likely occurring while trying to retract the helix mechanism. Blood and body fluid was noted on the terminal pin and throughout the helix mechanism. Analysis confirmed this lead was electrically continuous.

Event description:
Boston scientific received information that during the implant procedure acceptable threshold and impedance measurements could not be obtained. A decision was made to replace this lead. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.